Manufacturer narrative:
Image review three cine images were received for review. Image 1 shows the metal housing detached at the proximal end of the housing. The cutter window is hard to see in this image image 2 and 3 shows damage/stretching to the hawkone torque shaft just proximal to the cutter window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 6fr 45cm sheath, 0.014" spider wire and 7mm embolic protection during procedure to treat a moderately plaque, fibrous lesion in the left proximal to mid superficial femoral artery. With 80% stenosis. The vessel diameter and lesion length are 5mm and 200mm respectively. The vessel was not pre dilated butpost dilated. IFU was followed. It was reported that during procedure, the nosecone was damaged. The damaged nosecone did not need to be retrieved from patient. During the use of the hawkone m device, the lead scrub, noticed a deflect in the appearance of the nosecone under fluoroscopy, proximal to the cutter window. Physician stated that it looked like the device collapsed or crinkled after use, and while in the body. The nosecone was detached. Hawkone m was removed and procedure was completed via pta. There was no patient injury.